Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak observed coming from the rear lower section of the synchron lx20 pro analyzer. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer was unable to determine the source of the leak. A field service engineer (fse) went on-site and found that tubing on the valve was broken and replaced it. Fse also checked other valves and replaced tubings which resolved the issue.